Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that right ventricular (rv) lead impedance measurements had increased, to the point of doubling. The exact impedance measurements were unknown. Additionally, the rv threshold measurements had increased. It was believed that the rv lead was fractured, however, was not confirmed via xray. A revision procedure was performed and the rv lead was surgically abandoned and replaced. No adverse patient effects were reported during the procedure.